Manufacturer narrative:
Patient age has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted due to severe aortic insufficiency and an aortic aneurysm. The patient's lactate dehydrogenase (ldh) had increased to 450 units/l. The intention on admission was to repair the aneurysm and replaced the aortic valve; however, as interrogation revealed pump power and flow spikes, the site instead decided a heartmate ii to heartmate 3 pump exchange would be performed instead. The pump exchange was postponed due to the patient falling and developing a hematoma on their body. The pump exchange was performed on (B)(6) 2022; the patient tolerated the exchange and was recovering.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Furthermore, the analysis of the log file provided by the account confirmed power and flow elevations; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from 08oct2022 through 01nov2022. The file captured intermittent power and flow elevations between 12oct2022 and 30oct2022. Starting on 31oct2022, the elevation in pump power and flow were observed to be sustained until the end of the file. Some of the elevated power and flow values were captured during pulsatility index (pi) events. The pump speed remained above the low speed limit for the duration of the files and the pump appeared to be functioning as intended. The account later communicated that no non-device related cause was identified. No diagnostic testing was done, they only evaluated the patient¿s log file and lactate dehydrogenase levels. The hospital was not sure if there was a device-related issue that caused or contributed to the aortic insufficiency or the aneurysm. Furthermore, the account stated that the power and flow elevations have resolved after the pump exchange. The account communicated that the patient is currently recovering. Lastly, the account stated that the hospital retained the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jul2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Section 1 of this IFU lists hemolysis and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided on 11nov2022 stated that the patient's aortic insufficiency did not exist prior to their implant and had become severe in the past few months. The aortic aneurysm was not present prior to the patient's implant. A cause for the patient's conditions could not be identified. The patient's fall was not considered to be mechanical, and no alarms occurred. All pump parameters returned to normal following the exchange.